Event description:
It was reported the pt is experiencing positional, intermittent stimulation from his scs system. Multiple reprogramming attempts have not resolved the issue. X-rays were taken and did not reveal any anomalies. Additionally, the last reprogramming attempt showed multiple invalid impedance readings. Also, the pt's physician observed that the scs lead appears to be titled. Surgical intervention to address the issue may be undertaken at a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.